Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request or tap "back" if you do not want to continue bolus request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert and did not know about the meaning of the alert feature. Reportedly, the customer delivered a 0.1 u bolus due to believing the incomplete bolus alert required a bolus on the pump after a blood glucose entry to exit the bolus screen. Tandem technical services reminded the customer how to prevent the alert from occuring or to tap back to exit the bolus screen. The customer's blood glucose level was 83 mg/dl.